Event description:
Boston scientific received information that during the implant procedure, the right ventricular lead (model 0292 sn (B)(4)) was implanted and normal measurements were obtained. Next, the entrance of the coronary sinus was found with an acuity 7076 guiding wire without difficulty. This balloon catheter was inserted and inflated. Radiopaque contrast was introduced for the mapping process. This procedure was repeated three times with minor changes in the balloon position. After the third contrast injection of radiopaque contrast, the patient experienced ventricular fibrillation and subsequently arrested. An external defibrillation of 200 joules was unsuccessful. All implanted products were removed and the pocket was closed. After thirty minutes of resuscitation efforts and ten high energy external shocks, the patient converted to a sinus rhythm. The cause of the ventricular fibrillation could not be determined. No rupture or dissection was noted during the implant.

Manufacturer narrative:
This is the information known at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.